Event description:
It was reported that during reprocessing of the small grasping retrator instrument, it was noted that the wire at the distal tip of the instrument was broken. According to the initial reporter of this complaint, the specific date that the reported failure mode was identified is unknown; however, it was discovered in (B)(6) 2015. There was no report of any patient harm, adverse outcome or injury involving the reported instrument and there was no report of any fragment from the instrument falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis confirmed the reported failure mode of wire broken distal tip, with the following clarification: one pitch cable was found broken at the distal clevis hub. The cable segment that contained the crip was no longer installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable and missing found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event.